Event description:
The customer contact reported, the device did not deliver a dose when the pt pendant was pressed. The pump was returned to the purchasing dept with an unsigned note that stated, "failed to alarm and did not give a bolus dose when pt pendant is pressed." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by delivering a dose when the pt pendant was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)